Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the rv seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise and oversensing. Patient code 3191 is being used to capture the additional intervention performed. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), while the pocket was being closed, right ventricular (rv) noise and oversensing were observed when pressing on the device. The pocket was reopened, and damage was noted to the seal plug. A new device was implanted with no further issues noted. No additional adverse patient effects were reported. Additional information received reported that there was also inhibition of pacing with less than two seconds of asystole. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), while the pocket was being closed, right ventricular (rv) noise and oversensing were observed when pressing on the device. The pocket was reopened, and damage was noted to the seal plug. A new device was implanted with no further issues noted. No additional adverse patient effects were reported. Additional information received reported that there was also inhibition of pacing with less than two seconds of asystole. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), while the pocket was being closed, right ventricular (rv) noise and oversensing were observed when pressing on the device. The pocket was reopened, and damage was noted to the seal plug. A new device was implanted with no further issues noted. No additional adverse patient effects were reported.